Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the detachment could not be definitively determined with the information available. The physician stated that the rewrap was not good despite many attempts to pull negative and therefore, they continued to pull on the device to remove it and it separated. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the iliac arteries. When removing the catheter from the sheath, the balloon separated from the catheter. The balloon was fully deflated prior to attempting to remove it from the sheath. The fragment remained inside of the sheath and was successfully retrieved via cutdown on the cfa with hemostats from the patch. The artery was already exposed for the endarterectomy. It was confirmed that no components of the ivl catheter were left inside of the patient. There was no patient harm reported and the patient was discharged home. The physician stated that the rewrap was not good despite many attempts to pull negative and therefore, they continued to pull on the device to remove it and it separated.